Event description:
It was reported that a vns patient wanted to have their device explanted. The patient was seen in consult on (B)(6) 2013 for removal of their vns. The patient is currently stable and the device was turned off with no return in seizure activity. The patient therefore wanted to have their device explanted. Their device was disabled on (B)(6) 2012. Additionally, it was reported that their device was not effective. The patient was also reported to be having pain at their generator site that started about a year ago. Related to the presence of their device. This pain did not resolve with the device programmed off. Surgery will be performed for patient comfort and to preclude a serious injury. No fall or injury was reported prior to their event date. The patient was compliant with their medications. It is unknown after good faith attempts if there surgery has occurred.

Event description:
The patient had their vns device explanted on (B)(6) 2013. Their explanted products will not be returned for analysis.